Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the caller was beginning a ventricular threshold test when the screen went grey and displayed a message that a ¿serious error had occurred and to call medtronic¿. The caller used a different programmer to complete the patient threshold test. Technical support (ts) explained that the error is notification of loss of signal between the radio frequency (rf head) and the programmer. Ts advised the caller to watch the unit for further connectivity issues and troubleshoot the rf head performance if any further occurrences are witnessed. The programmer remains in use. No patient complications have been reported as a result of this event.